Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/left coil is misplaced/x-ray cannot locate it"), pregnancy with contraceptive device ("post implant full-term pregnancy"), intrapartum haemorrhage ("I was put to sleep during delivery due to nonstop bleeding") and caesarean section ("cesarean") in a (B)(6) year-old female patient who had essure (batch no. A14899) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?: no." And device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5, pelvic adhesions, breech presentation and cesarean section. Denied tobacco usemo postoperative infection, no infection of abdominal incision. Concurrent conditions included obesity and preterm premature rupture of membranes. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced intrapartum haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), adnexa uteri pain ("around fallopian tube pain") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. At the time of the report, the device dislocation, pregnancy with contraceptive device, intrapartum haemorrhage, caesarean section, cystitis, urinary tract infection, vaginal infection, tooth disorder, weight increased and adnexa uteri pain had not resolved and the pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered adnexa uteri pain, caesarean section, cystitis, device dislocation, intrapartum haemorrhage, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent a post-cesarean tubal ligation due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. On (B)(6) 2014, surgical pathology report done,specimen a is received in formalin labeled right fallopian tube is a near complete fallopian tube including the fimbriated end measuring 6 cm. In length and up to 0.9 cm. In diameter. The serosal surface is tan-pink, smooth and glistening. The fimbriated is grossly unremarkable. Serial sectioning reveals an unremarkable stellate lumen. Representative sections are submitted in cassette a/b.specimen b is received in formalin labeled left fallopian tube segment and consists of a tubular portion of tan-pink tissue measuring 2.2 cm. In length and up to 0.8 cm. In diameter. The serosal surface is smooth and glistening. The outer surface is inked black. Serial sectioning reveals an unremarkable pinpoint lumen. Representative sections are submitted in cassette a/b. Ss/ds. (B)(6) 2012,surepath paprfx dr bpv done negative for intraepithelial lesion or malignancy. Fungal organisms morphologically consistent with candida spp. On (B)(6) 2012,ultrasound scan done which showed 8/8 bpp with low normal api. Fetus is breech. Df present in cord. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received: the event dental problems, weight gain, fallopian tube pain, haemorrhage in pregnancy, vaginal infection device monitoring procedure not performed, pelvic pain, and bladder infection were added. Concurrent condition, concomitant medication, historical condition, lab data, events outcome were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), pregnancy with contraceptive device ("post implant full-term pregnancy") and caesarean section ("cesarean") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. At the time of the report, the device dislocation, pregnancy with contraceptive device and caesarean section outcome was unknown. The pregnancy outcome was not reported. The reporter considered caesarean section, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff underwent a post-cesarean tubal ligation due to complications from the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal perforation ('there was also a small perforation of the posterior vaginal wall with the manipulator due to cervical stenosis'), pregnancy with contraceptive device ('post implant full-term pregnancy'), intrapartum haemorrhage ('I was put to sleep during delivery due to nonstop bleeding') and caesarean section ('cesarean') in a 24-year-old female patient who had essure (batch no. A14899) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?: no." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, pelvic adhesions, breech presentation, cesarean section, acute cystitis, menometrorrhagia and pelvic adhesions. Denied tobacco usemo postoperative infection, no infection of abdominal incision *on (B)(6) 2014, surgical pathology report done,specimen a is received in formalin labeled right fallopian tube is a near complete fallopian tube including the fimbriated end measuring 6 cm. In length and up to 0.9 cm. In diameter. The serosal surface is tan-pink, smooth and glistening. The fimbriated is grossly unremarkable. Serial sectioning reveals an unremarkable stellate lumen. Representative sections are submitted in cassette a/b.specimen b is received in formalin labeled left fallopian tube segment and consists of a tubular portion of tan-pink tissue measuring 2.2 cm. In length and up to 0.8 cm. In diameter. The serosal surface is smooth and glistening. The outer surface is inked black. Serial sectioning reveals an unremarkable pinpoint lumen. Representative sections are submitted in cassette a/b. Ss/ds. (B)(6) 2012,surepath paprfx dr bpv done negative for intraepithelial lesion or malignancy.fungal organisms morphologically consistent with candida spp. On (B)(6) 2012,ultrasound scan done which showed 8/8 bpp with low normal api. Fetus is breech. Df present in cord. Concurrent conditions included obesity and preterm premature rupture of membranes. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain/pelvic area"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"), 4 months 3 days after insertion of essure. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced device expulsion ("migration of essure device- location of device: uterus / x-ray cannot locate it"). On (B)(6) 2014, the patient experienced intrapartum haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) -2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced vaginal perforation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), adnexa uteri pain ("around fallopian tube pain") and anxiety ("mental anguish"), underwent caesarean section (seriousness criterion medically significant) and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial cornuectomy, da vinci platform.). Essure was removed on (B)(6) -2020. At the time of the report, the pregnancy with contraceptive device, intrapartum haemorrhage, caesarean section, device expulsion, cystitis, urinary tract infection, vaginal infection, tooth disorder, weight increased and adnexa uteri pain had not resolved and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, anxiety, depression and high risk pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, anxiety, caesarean section, cystitis, depression, device expulsion, heavy menstrual bleeding, high risk pregnancy, intrapartum haemorrhage, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vaginal perforation and weight increased to be related to essure. The reporter commented: plaintiff underwent a post-cesarean tubal ligation due to complications from the essure device. Tubal ligation and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Ultrasound abdomen - on (B)(6) 2014: essure coil seen on left side not on right. Lot number: a14899, manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal perforation ('there was also a small perforation of the posterior vaginal wall with the manipulator due to cervical stenosis'), pregnancy with contraceptive device ('post implant full-term pregnancy'), intrapartum haemorrhage ('I was put to sleep during delivery due to nonstop bleeding') and caesarean section ('cesarean') in a 24-year-old female patient who had essure (batch no. A14899) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?: no." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, pelvic adhesions, breech presentation, cesarean section, acute cystitis, menometrorrhagia and pelvic adhesions. Denied tobacco use postoperative infection, no infection of abdominal incision *on (B)(6) 2014, surgical pathology report done,specimen a is received in formalin labeled right fallopian tube is a near complete fallopian tube including the fimbriated end measuring 6 cm. In length and up to 0.9 cm. In diameter. The serosal surface is tan-pink, smooth and glistening. The fimbriated is grossly unremarkable. Serial sectioning reveals an unremarkable stellate lumen. Representative sections are submitted in cassette a/b. Specimen b is received in formalin labeled left fallopian tube segment and consists of a tubular portion of tan-pink tissue measuring 2.2 cm. In length and up to 0.8 cm. In diameter. The serosal surface is smooth and glistening. The outer surface is inked black. Serial sectioning reveals an unremarkable pinpoint lumen. Representative sections are submitted in cassette a/b. Ss/ds. (B)(6) 2012, surepath paprfx dr bpv done negative for intraepithelial lesion or malignancy. Fungal organisms morphologically consistent with candida spp. On (B)(6) 2012,ultrasound scan done which showed 8/8 bpp with low normal api. Fetus is breech. Df present in cord. Concurrent conditions included obesity and preterm premature rupture of membranes. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain/pelvic area"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"), 4 months 3 days after insertion of essure. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced device expulsion ("migration of essure device- location of device: uterus / x-ray cannot locate it"). On (B)(6) 2014, the patient experienced intrapartum haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced vaginal perforation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), adnexa uteri pain ("around fallopian tube pain") and anxiety ("mental anguish"), underwent caesarean section (seriousness criterion medically significant) and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial coronectomy, da vinci platform.). Essure was removed on (B)(6) 2020. At the time of the report, the pregnancy with contraceptive device, intrapartum haemorrhage, caesarean section, device expulsion, cystitis, urinary tract infection, vaginal infection, tooth disorder, weight increased and adnexa uteri pain had not resolved and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, anxiety, depression and high risk pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, anxiety, caesarean section, cystitis, depression, device expulsion, heavy menstrual bleeding, high risk pregnancy, intrapartum haemorrhage, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vaginal perforation and weight increased to be related to essure. The reporter commented: plaintiff underwent a post-cesarean tubal ligation due to complications from the essure device. Tubal ligation and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Ultrasound abdomen - on (B)(6) 2014: essure coil seen on left side not on right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received: event there was also a small perforation of the posterior vaginal wall with the manipulator due to cervical stenosis added and made medically significant and intervention required due to surgery." Reporter, medical history, lab test and essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.